Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured during infusion. The reporter stated that the device was " almost empty" at the time of the event. The device was filed with 250ml 0.9% sodium chloride solution and 2 g meropenem. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: - the device was manufactured march 20, 2015 ¿ march 24, 2015. The device was received for evaluation. Visual inspection noted that the bladder had ruptured. The ruptured bladder was examined through a microscope and noted a marking located on the interior surface of the bladder near the rupture line. The reported condition was verified. The cause of the rupture was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.